Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for evaluation, a root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "inspect devices immediately upon removal from the patient for any signs of breakage or fragmentation. If the device is damaged, retain it to assist with the manufacturer¿s analysis of the event. Do not leave device fragments in the patient." This supplemental report includes a correction to b5 and d8 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was confirmed by the facility that the devices were inspected prior to use with no abnormalities observed. Patient demographics are unavailable.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
The device has not been returned to olympus at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported to olympus on behalf of the customer that the top jaw of the cutting forceps broke off and fell into the patient during a laparoscopic hysterectomy. The physician indicated that the forceps was used to do modest dissection into the fibrotic tissues seen typically around the uterine arteries and that the forceps were "too flimsy". The broken piece was retrieved, and the procedure was completed without delay using another forceps. There was no further harm or user injury reported due to the event.